Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported eft side rupture and capsular contracture, baker grade IV. Device has been explanted.